Manufacturer narrative:
Please note that the event date is unknown. This device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Please note that the lot number was provided by the affiliate was is not accepted into the complaint database. However, a device history record (DHR) review was conducted on the lot number and the complaint database was updated accordingly. During an angioplasty, a piece of the balloon dissociated. No further details have been provided and attempts to garner more information have gone unanswered. There was no patient injury reported and the device was returned for evaluation. (B)(4): one non sterile catheter power flex pro 8.0mm x 4.0cm 80.0cm was received coiled inside a plastic bag. A t balloon burst was observed in the returned device. The balloon was received in two pieces. The distal tip was ripped at 0.6 cm from distal tip end. The balloon was ripped at 3.0cm from distal tip end. One part of balloon was not received. A 5f cordis catheter sheath introducer was received with returned device. The marker bands were detached from its original position. No other anomalies were observed in the returned device. Sem analysis was performed to identify the cause of balloon burst. Results showed that the balloon external surface exhibited no evidence of scratches or damage at the external surfaces. The balloon internal surface exhibited no evidence of damage or scratches. This balloon burst failure exhibited no other surface anomalies that could have caused the failure. The body exhibited evidence of elongations and the marker bands were detached from its original position additionally a kink condition was found in the body also the marker bands exhibited no anomalies. The cause of the balloon burst could not be determined. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported customer complaint of balloon separation was confirmed through failure analysis, the exact cause of the failure could not conclusively be determined. The analysis also indicated that there was a balloon burst, the marker bands were out of position and evidence of inner body elongation. With the limited information provided it is not possible to determine an exact cause for the reported event; however procedural factors could have contributed to the incident. Controls are in place to prevent defective products from being released and the device history report review did not present any issues that could be associated with the reported event. There is nothing in the analysis or the device history report review to suggest that there is a design or manufacturing related issue therefore no corrective action will be taken.

Event description:
During an angioplasty, a piece of the balloon dissociated. Additional details are pending. There was no patient injury reported.